Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# 0208719852, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 28-aug-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during change of the ins due to battery life, the clinician noticed an issue with the impedances. All the lead had impedances >10,000 ohms. The clinician decided to change the lead the next day. The event resolved after replacement of the lead and everything was okay now. The patient was alive with no injury. No further complications were reported or anticipated.